Manufacturer narrative:
On 20-sept-2021, the suspected medical device was returned for evaluation. On 27-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Leak testing was performed according to the mentor procedure, and it identified three tears (a, b, and c) on the anterior view, measuring the three 0.1 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H.6. Investigation findings, appropriate term/code not available (c22) : cosmetic . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 700cc mentor smooth round moderate profile prostheses and experienced left-sided grade iii capsular contracture and right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile prostheses (catalog #: 3501660, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.